Event description:
The following was reported to hamilton medical ag: the device failed while performing service software tests and remain since then, the device cannot startup anymore. The pre-analysis did not yet result in a root cause found. There is no patient involved. This issue did not lead to death, injury or serious deterioration of the health of the patient and operator.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation results: hamilton medical ag has not received the device for investigation. We have received the logfiles of the device for analysis. No technical event or technical faults were logged in the event log on the reported date of event 08.02.2023. The event occurred during the repair of the device. The reason for the repair ist according to the information in the complaint unknown. However, we were informed by the technician on site that the device was tested and it was established that the issue was caused by a defective battery connector board. The defective battery connector board was exchanged and the issue was subsequently resolved.

Event description:
The following was reported to hamilton medical ag: the device failed while performing service software tests and remained out of service since then, the device cannot startup anymore. There is no patient involved.